Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the lead at pt's midline insertion site was superficial and close to eroding through the skin. An erosion was not present at the site. The pt felt irritation at the pocket due to the lead being coiled on top of the scs ipg. The physician moved the strain relief from the insertion site to the pocket site and made the pocket bigger. No further info is available at this time.